Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was unknown. It was explained the alarm to the customer. The customer was advised to remove battery, notification light started to blink. The customer was advised to wait until light stops blinking, then insert a new battery, clear power loss alarm and re-enter time and date, follow set change.